Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. Screenshots and system log files provided were reviewed with the technical support team. The reported problem was confirmed. Upon visualizing the tibial plane, it appeared angled, and the verification tool showed: angular version: 0.3° to 1.0° and angular inclination: 0.5° to 2.1°. The refine bone model showed a perfect cut, but the verification tool still indicated angular deviation. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a log file review, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to residual bone being left near the lateral border of the tibia cut, interfering with the plate probe placement, causing it to sit on a high spot and resulting in an angular measurement error. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted tka, while using the real intelligence cori, there was a huge discrepancy between the resection checker and the refine bone model in the tibia. After cutting the tibia it was verified the tibial cut with the resection checker which should between 1-2mm difference to what it was planned. When going to refine the tibial bone model it showed a perfect cut with no over/under resected bone. When it was returned to the visualization screen the verification tool still showed a 1-2 degree difference. Screenshots from both screens were taken. The checkpoints were verified and can confirm that the arrays have not moved. There was a non-significant delay and the procedure was completed using a smith and nephew back up device. No patient harm reported.